Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, crease fold and broken on the radius side. A visual and microscopic analysis was performed which identified: sharp broken creases on the radius, stress mark, missing shell (0-25%) on radius side and wear abrasion. Based on the device analysis the final assessment is: pattern of sharp creases on the radius side of broken shell, assessed as fold flaw opening and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.